Event description:
It was reported that during a spine procedure, the device worked fine for most of the case and then it started giving an error code 4. They put it in standby, re-torqued the device but the same error. They changed hand piece using the same disposable but the error code remained. They finally got a new disposable, placed it on the original hand and were able to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transportation to our analysis site. The reported complaint was for an error code. A possible cause of an error code is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Error code 4 is an error code related to the handpiece and not a disposable product.